Manufacturer narrative:
The device was not returned for evaluation. Lot history record and exception reviews were performed and revealed no indication of a product quality issue. The reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. Based on the reported information and results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The additional prostyle device reference in b5 is filed under a separate medwatch report number.

Event description:
It was reported that an arteriotomy closure of the common femoral artery was attempted using two prostyle devices after a percutaneous coronary interventional procedure with a small-bore sheath. Reportedly a cuff miss occurred with both prostyle devices as there were no sutures present after the plungers were removed. A new, unspecified device was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.